Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
A report was received that the patient was receiving adequate stimulation following a postoperative reprogramming. However, after the bsn sales representative removed her hands from the clinician programmer (cp), the patient started yelling for the bsn sales representative to turn it off the stimulation. The bsn sales representative observed that the cp amplitude had more than doubled and quickly turned off the cp. The patient reported that the overstimulation caused a flare in her complex regional pain syndrome (crps) and she experienced extreme pain along with arm and hand convulsions. The physician examined the patient and confirmed the patient was stable enough to continue with the reprogramming session. A follow up with the patient revealed that the patient was still experiencing a flare up of her crps and she was apprehensive about turning the stimulation back on. The patient reported that she was unable to leave her house due to the incident, and that she was meeting with a physical therapist.

Manufacturer narrative:
Nm-7164 sn: (B)(6). The returned clinician programmer was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patient was shaking and crying as it felt as though the patient was electrocuted following a reprogramming session. The patient was in horrific pain with arm and hand convulsions. The incident was reported to the physician and the sales representative explained that it was a software malfunction or the a button on the keyboard she was using to increase amplitude was stuck unintentionally causing the increased in stimulation. The clinician programmer was immediately turned off.